Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that it was determined that the reported issue, where the device would not power on or charge while connected to mains power, was caused by a misaligned ribbon cable between the cpu board and the pim board. The ribbon cable was properly reseated, which resolved the problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.